Manufacturer narrative:
Device evaluated by MFR.: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
Same case as MDR ID: 2134265-2016-03528. (B)(6). It was reported that myocardial infarction (mi) occurred. In (B)(6) 2015, clinical status assessment revealed that the patient's qualifying condition was non-st elevation myocardial infarction (nstemi) with stable angina and index procedure was performed on the same day. The target lesion was located in the first diagonal branch with 90% stenosis, and was 12mm long with a reference vessel diameter of 3.0mm. The target lesion was treated with pre-dilatation and placement of a 3.00 x 16mm fast scaffold. Following post-dilatation, residual stenosis was 0%. In (B)(6) 2016, the patient was seen at the study site for planned coronary angiography and intravenous ultrasound (ivus) interrogation of target vessel. The patient also complaint about exertional angina at moderate workload and the patient underwent cardiac catheterization. The 70% stenosis located in the mid left anterior descending (lad) artery was treated with placement of a 2.5 x 24mm promus premier drug-eluting stent. Post-dilatation was carried out with a 2.5 x 15mm nc quantum apex balloon catheter with 0% residual stenosis and timi 3 flow. During the procedure, the patient experienced chest pain in the absence of st-segment deviation on electrocardiogram (ECG) or hemodynamic compromise. The procedure was well tolerated and post procedure, the patient was transferred to the coronary care unit (ccu). The patient again developed chest pain post return to the ward and was treated with nitroglycerin. Post procedure, an elevation of troponin I was noted and the patient was diagnosed with peri-procedural mi. On the same day, the patient was noted to be medically stable with no further pain overnight or any ECG changes. The patient was discharged on the same day on dual anti-platelet therapy.